Event description:
On 01/12/2022, it was reported by a sales representative via sems that an ar-6480 pump will not start, no error message. This was discovered during use in a procedure. No patient effect reported. There was no additional information provided.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to wear and tear; however, due to the device not being returned, we are unable to confirm the reported event.